Event description:
It was reported that during an unspecified endoscopic procedure, a balloon burst occurred. The target lesion was in the common bile duct. An extractor rx 15 - 18 mm retrieval balloon had been advanced to the target lesion. The balloon was inflated to an unspecified pressure and burst. The device was removed intact. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".